Manufacturer narrative:
Based on the customer reported complaint of motion issues with the large suturecut needle driver, an investigation was completed determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver was placed and driven on an in-house system. The large suturecut needle driver passed recognition and engagement tests. It moved intuitively with the full range of motion in all directions. The instrument also had blade damage. The blades were dented to prevent it from closing. The blade issue was confirmed by failure analysis, which indicates that the device did contribute to the issue.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, the large suturecut needle driver moved in all directions and could not be steered. The procedure was completed with no reported injury.